Manufacturer narrative:
S/w ver 2.9d pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay stained keypad overlay, damaged display window cover, faded end cap address label, and minor scratched lcd window. Unable to perform the displacement test, dat, or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had damage and clip suddenly came off and the pump fell on the reservoir. Customer's current blood glucose value was 20mmol/l. The customer was assisted with troubleshooting. Customer will return device for analysis.